Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. To resolve the issue, the customer changed infusion sets and cartridges or continued insulin administration without changing any supplies.